Event description:
It was reported that the center tray and rear housing were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.